Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Due to the bending of sheat 281 63fbs, which is most likely caused by mechanical overloading, the fitting between the electrode and the sheath is compromised which has an impact on how weil the electrode is fitting through the opening of the sheath. The misfitting caused increased friction on the isolation of the electrode which ended up in the damage present. The damage cannot be attributed to a material or production defect. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
During use of the bipolar electrode parts of the plastic insulation were broken which were left in situ. The insulation of the bipolar electrode is frayed, small parts are broken off. The shaft is bent, which indicates that too much force has been applied. The fit between the electrode and the shaft is impaired due to the deformation of the shaft, which leads to increased friction between the shaft and the electrode.